Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker and right ventricular (rv) lead exhibited high out of range pace impedance measurements. The lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.